Event description:
Dealer states the joystick has some physical damage. Dealer states the user alleges the chair intermittently stops, and has no indication as to why it stopped. Also the dealer states the user alleges the chair is intermittently, erratic going up a ramp. The dealer states he hasn't seen this happen. Getting a e9 and e8 error.